Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated that the display screen had gone blank after being exposed to water. The reporter noted damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/29/2013 with the following findings: during investigation, the pump powered on with a dim, discolored display. A test screen was inserted and was found to function properly with no visible signs of fading or discoloration. The keypad was found to be fully intact; no peeling was observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under the up arrow, down arrow and ok key contacts. During evaluation, the battery cap was found to have damaged cap threads and was unable to fully tighten. Unrelated to the complaint, the force sensor calibration was found not to be within specifications. The pump successfully passed a leak test. The pump case was removed and evidence of moisture damage was identified inside pump and on miscellaneous electrical components including display flex cable and connector. Evidence of contamination was found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).